Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported in the heater line of the homechoice cassette near the connection point to the heater bag, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be...

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell four of four of peritoneal dialysis (pd) therapy. During the troubleshooting, it was determined that there was a leak in the heater line of the homechoice cassette near the connection point to the heater bag that led to this alarm. The hp stated there was no leak in the bag. Renal therapy services (rts) assisted the hp to cycle the power to clear the alarm, to aseptically disconnect to remove the cassette and to drain using the ultra bag. The hp stated they used a knife to open the supply cartons but did not notice any defects on the disposables. Rts discussed proper procedures with the hp and advised the hp to follow up with their pd registered nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.